Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak at the retic shear valve drip tray of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from differential shear valve. The fse replaced the differential shear valve.

Manufacturer narrative:
(B)(4).